Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient was seen at the emergency room. No symptoms were reported, but when a fingerstick was taken the cgm reading was 2.2 mmol/l, and the blood glucose reading was 22.3 mmol/l. No information regarding possible treatment and outcome of the event was reported, and attempts to contact the reporter for additional information, were unsuccessful. No patient details were available. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.